Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed stated the arctic sun device failed calibration for an error 92 (heater test ¿ element 2 failure) and confirmed heating issue by running a functional check. The device had 2395.2 hours and would be coming in for the 2000 hours preventive maintenance. Per sample evaluation results received on 13-sep-2022, it was reported that the arctic sun device was primed to autofill. It was also noted that the leak was from the chiller pump seal. Per sample evaluation results received on 23-sep-2022, it was reported that the other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was noted that the replacement of one tank seal was due to lifting from the tank. Both chiller pump o-rings were replaced, and the pump was reseated to the tank due to leaking found during assessment. It was also noted that a new flowmeter was installed due to inconsistent flow observed during post-repair flow adjustment. It was stated that the upgrades completed included replacing the control panel coin cell due to age. All other applicable upgrades were verified complete in accordance with service procedures.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported.

Event description:
It was reported that biomed stated the arctic sun device failed calibration for an error 92 (heater test ¿ element 2 failure) and confirmed heating issue by running a functional check. The device had 2395.2 hours and would be coming in for the 2000 hours preventive maintenance. Per sample evaluation results received on 13-sep-2022, it was reported that the arctic sun device was primed to autofill. It was also noted that the leak was from the chiller pump seal. Per sample evaluation results received on 23-sep-2022, it was reported that the other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was noted that the replacement of one tank seal was due to lifting from the tank. Both chiller pump o-rings were replaced, and the pump was reseated to the tank due to leaking found during assessment. It was also noted that a new flowmeter was installed due to inconsistent flow observed during post-repair flow adjustment. It was stated that the upgrades completed included replacing the control panel coin cell due to age. All other applicable upgrades were verified complete in accordance with service procedures.